Manufacturer narrative:
During the eval of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board will be replaced to address the issue. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.

Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. The device was not in pt use.